Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient stated particles in tubing/chamber, difficulty breathing/short of breath, stated filters comes out more darker then before when cleaning and coughing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrections were made in b3, b5 sections and h6 section was updated in this report. Correction to b3: the date of event was not reported in both the initial and follow up report in b3 section. The date of event should be reported as 06/08/2021. Correction to b5: the manufacturer previously received information alleging patient stated particles in tubing/chamber, difficulty breathing/short of breath, stated filters comes out more darker then before when cleaning and coughing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged patient stated particles in tubing/chamber, difficulty breathing/short of breath, stated filters comes out more darker then before when cleaning and coughing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.